Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and dilated left atrium on a patient with a difficult transseptal puncture. Following transseptal puncture, a mitraclip xtw (50826a1057) was prepared per the instructions for use (IFU) and was inserted without issue. To achieve a straddle, and to address an aortic hugger, roughly 2/3 of turn of + knob was applied, with moderate m knob (half turn). Grasping was performed. However, imaging difficulties occurred, affecting grasping efficiency. However, the clip was ultimately placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened to approximately 30 degrees. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was removed and replaced. A mitraclip xtw (50826a1056) was then deployed on the mitral valve. However, while unthreading the actuator, the clip opened to roughly 5 degrees. The clip was noted to be stable on the leaflets. No additional clips were implanted, and the mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.